Event description:
It was reported that customer¿s parent experienced a scratched touchscreen occurring after pump warranty had expired and disrupting normal daily activities. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.